Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl. Customer stated that they experienced high blood glucose because it was not delivering insulin. Customer stated that the insulin pump had motor error. The customer also stated that they was able to complete insulin pump rewind. The customer stated that the drive support cap was normal. Customer did not report an motor position encoder error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. Device received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.